Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were redness, itchiness, pain and incision was leaking. The patient was prescribed antibiotics. The patient was admitted to the emergency room due to bacterial infection and underwent an explant procedure. The physician believed that the infection was not device or procedure related.